Event description:
Report received of an unrequested bolus dose delivery. The device was programmed in the pca only mode to deliver morphine 1mg/ml, with a 1mg pca dose, a 15 minute pt lockout, and a 24mg 4 hour limit. The customer reported that the pt was "unconscious" prior to the event. At an unspecified time, while repositioning the pt, the nurse reportedly noted that "the device delivered by itself" two times without pushing the pt pendant. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service.